Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse ran latex and discovered that aperture 3 was running outside the operational limits, indicating a blocked aperture. The fse proceeded to replace the white blood cell (wbc) aperture housing and the complete blood count (cbc) transducer I/f board to resolve the issue. The fse then ran latex calibration and results passed within specifications.

Event description:
The customer reported obtaining erroneously low hemoglobin (hgb) results for two (2) patient samples from the unicel dxh 800 coulter cellular analysis system. The customer repeated the patient samples on an alternate unicel dxh 800 coulter cellular analysis system and obtained higher hgb results which were considered correct. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided patient results indicates that r flags and "hgb blank shift" error messages were generated for both patients. R flags are generated to alert the operators to review the results.